Event description:
It was reported that this peritoneal dialysis (pd) patient had been in the hospital for five days with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had symptoms of chest pain on (B)(6) 2024 and went to the hospital. The patient was admitted and on (B)(6) 2024 had pd effluent cultures drawn. The patient was subsequently diagnosed with peritonitis. The patient¿s white blood cell count was 27.2 (unknown units). The culture resulted positive for escherichia coli (e. Coli). The patient was initiated on antibiotic therapy with intravenous (IV) cefepime 1g daily from (B)(6) 2024 until (B)(6) 2024. The patient was discharged from the hospital on (B)(6) 2024 and is currently completing in-center hemodialysis (hd). There is no confirmed suspected cause of the peritonitis. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty select cycler and the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although a reported cause of the patient¿s peritonitis was not confirmed, the culture results of escherichia coli (e. Coli), part of the commensal intestinal flora in humans suggests a breach in aseptic technique with improper hygiene or a translocation of the bacteria from the intestine. E. Coli causes a significant proportion of single germ enterobacterial peritonitis in patients undergoing chronic pd. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient had been in the hospital for five days with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had symptoms of chest pain on (B)(6) 2024 and went to the hospital. The patient was admitted and on (B)(6) 2024 had pd effluent cultures drawn. The patient was subsequently diagnosed with peritonitis. The patient¿s white blood cell count was 27.2 (unknown units). The culture resulted positive for escherichia coli (e. Coli). The patient was initiated on antibiotic therapy with intravenous (IV) cefepime 1g daily from (B)(6) 2024 until (B)(6) 2024. The patient was discharged from the hospital on (B)(6) 2024 and is currently completing in-center hemodialysis (hd). There is no confirmed suspected cause of the peritonitis. No further information was provided.